Event description:
A pt reported blood glucose results of "188 mg/dl and 42 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service rep walked the pt through two blood glucose tests and obtained results of "119 mg/dl and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <= 20% and/or <= 20 mg/dl. The meter, test strips, and control solution were replaced.